Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple cubie pockets were not detected on the bus. The field service engineer removed large amount of debris from cubie rowtrays, reseated all connections on both drawer 2.1 and 2.2 to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the device was not detected on bus. The customer stated that this malfunction caused a delay and happened while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.